Manufacturer narrative:
The lot complaint history was reviewed, this is the eighth complaint for the finish goods lot; however, the second for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. All lots are verified that all required tests have been performed and all acceptance criteria were met. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the surgeon realized the vitrector was not making "corresponding cut" and air was entering the infusion during a vitreo-retinal procedure. The procedure was completed with the same cassette. There was no harm to the patient.